Event description:
The fse reported the system failed to properly save pt image data. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dasm8 board and the dsap board were replaced during the service call. The system was tested and found to be working as intended and put back into service.